Event description:
The intraocular lens decentered 2 yrs post operative. An attempt by the physician to center the lens was unsuccessful. The iol was removed and replaced without difficulty.

Manufacturer narrative:
Lens was not rec'd for analysis. There is nothing to suggest that the cause of this event is mfg related. Prod history records indicate the lens met all release criteria.